Event description:
The customer reported via phone call that their blood glucose went up to 600 mg/dl. Customer treated with a manual injection but their blood glucose was not going down. Customer treated with the pump and their blood glucose went down to 313 mg/dl. Customer's current blood glucose is 496 mg/dl. Customer stated that they experienced severe nausea, heat flashes, and immobility. Customer reported that they have a back-up plan available. Customer noticed that when their pump gets low on insulin, their blood glucose tends to run high. Customer is at work and was unable to complete troubleshooting at this time. Customer will call back at a later time. Customer was advised to change their entire infusion set as soon as possible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.